Manufacturer narrative:
The customer reported problem was not confirmed. Technical support - -customer reports they replaced the pressure sensors with no change. - informed this could be due to the platen assembly or the mechanism assembly. - recommended replacing the platen assembly. - if fault does not clear, recommended reinstalling replaced pressure sensors and send in for repair. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device failed patient side occlusion. There was no patient involvement.